Manufacturer narrative:
The returned sample was visually inspected and the reported condition of the tube broke at the weighted tip but did not completely detach could not be confirmed as this condition was not observed.

Manufacturer narrative:
The device history record (DHR) review could not be performed because a lot number was not available. One decontaminated sample was received for evaluation. The sample was visually inspected, and the reported condition was confirmed. A walk through of the manufacturing process was performed showing all process and controls were properly followed. The root cause could not be determined with the available information. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
B5 additional information received was added.

Event description:
Additional information received june 7, 2024, stated the tube broke at the weighted tip but did not completely detach. The complete tube was manually removed through the patient's nose.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the nasogastric tube was installed and broke during patient care in the ICU. There was a complete breakage of the enfit tip during unscrewing the tubing. Additional information received stated the tube split in two. They had to stop the force-feeding and reinstall a tube, then recover the broken part from the patient.